Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. It appears that the capsule did not attach to the esophagus. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was advanced and no blood or tissue was present. The plunger was fully depressed and returned.

Event description:
The device was returned to the manufacturer without a clear complaint.